Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a patient reported blurred peripheral vision that causes her to be dizzy and makes objects appear to be moving around. Additional info, including pt status, has been requested. There are two manufacturer's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Additional info was requested 01/02/2008 and 01/03/2008 by phone, fax and mail. A completed questionnaire has not been returned. This report was mailed to FDA on: 02/01/2008.